Event description:
Pt revised for talus subsidence and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review the info provided, as the part and lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.